Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen had issues. It was reported there was no patient involvement at the time the issue was discovered. The customer informed the remote service engineer (rse) that the touch positions and touchscreen response were misaligned although a calibration was completed. At the repair center, the reported issue of the misalignment in the touch position was confirmed. A calibration was performed in an attempt to resolve the reported issue but was unsuccessful. The touchscreen was then replaced to resolve the reported issue. The repair center replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.